Event description:
The patient reported the cannula did not properly insert into the infusion site, causing their blood glucose levels to rise to 18 mmol/l (324 mg/dl). The pod was worn for approximately 3 hours and a new pod was applied. Pod was replaced.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.